Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small. For the procedure of pvc predictively originated at right ventricular outflow tract (rvot), the patient entered the room. After entering the room, punctuations were performed on the groin and on the internal jugular. The carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was inserted from the groin. When the pentaray nav sh was inserted in the carto vizigo¿ 8.5f bi-directional guiding short sheath - small and was attempted to be advanced up to rvot, it was difficult to do so. The pentaray nav sh was switched to the smart touch sf catheter. The smart touch sf catheter was advanced to rvot and the sheath was pushed to the front of rvot. When the ablation catheter was removed and pulled out from the patient¿s body, the patient complained of pain, saying ¿it hurts.¿. The carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was pulled back a little, and the pain was ceased. The pentaray nav sh was attempted to be inserted in the sheath again but could not be inserted through the valve of the sheath. The smart touch sf catheter was attempted to be inserted, but it failed at the valve. Therefore, the carto vizigo¿ 8.5f bi-directional guiding short sheath - small was replaced with an ¿agilis¿ sheath. After the procedure, the attempt was made outside of the patient¿s body once again, but the catheter could not be inserted. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was suspected to be damaged. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brimcap / hub was not detached from the sheath. No air entered the patient's body. After the replacement, when the pentaray nav sh had it advanced to rvot, the patient¿s heart rate and blood pressure decreased. Noradrenaline was administered. The patient¿s heart was checked by ultrasonography and accumulation of blood was confirmed. Cardiac tamponade was confirmed and intracardiac drainage was performed. Steroids were administered to prevent of endocarditis. After that, the patient left the catheterization room and moved into the critical care unit (ccu). Hospitalization was extended. The device evaluation was completed on 23-aug-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or resistance were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 15-sep-2024, noted a correction to the 3500a follow-up #1 under the d4. Primary UDI number field. Should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and the patient experienced cardiac tamponade that required pericardiocentesis. For the procedure of pvc predictively originated at right ventricular outflow tract (rvot), the patient entered the room. After entering the room, punctations were performed on the groin and on the internal jugular. The carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was inserted from the groin. When the pentaray nav sh was inserted in the carto vizigo¿ 8.5f bi-directional guiding short sheath - small and was attempted to be advanced up to rvot, it was difficult to do so. The pentaray nav sh was switched to the smart touch sf catheter. The smart touch sf catheter was advanced to rvot and the sheath was pushed to the front of rvot. When the ablation catheter was removed and pulled out from the patient¿s body, the patient complained of pain, saying ¿it hurts.¿. The carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was pulled back a little, and the pain was ceased. The pentaray nav sh was attempted to be inserted in the sheath again but could not be inserted through the valve of the sheath. The smart touch sf catheter was attempted to be inserted, but it failed at the valve. Therefore, the carto vizigo¿ 8.5f bi-directional guiding short sheath - small was replaced with an ¿agilis¿ sheath. After the procedure, the attempt was made outside of the patient¿s body once again, but the catheter could not be inserted. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small was suspected to be damaged. After the replacement, when the pentaray nav sh had it advanced to rvot, the patient¿s heart rate and blood pressure decreased. Noradrenaline was administered. The patient¿s heart was checked by ultrasonography and accumulation of blood was confirmed. Cardiac tamponade was confirmed and intracardiac drainage was performed. Steroids were administered to prevent of endocarditis. After that, the patient left the catheterization room and moved into the critical care unit (ccu). Hospitalization was extended. The event occurred when the carto vizigo¿ 8.5f bi-directional guiding short sheath - small was advanced to the front of the rvot and when the catheter was switched. Thirty minutes later from the start of the catheter use. The physician's opinion on the cause of the adverse event was the procedure, and that the event might have occurred while handling the issue which the pentaray nav sh and the smart touch sf catheter could not be inserted in the carto vizigo¿ 8.5f bi-directional guiding short sheath - small. No abnormalities observed prior to use of the product. Additional information was received on 07-jul-2024. The physician¿s opinion on the cause of this adverse event was procedure related. The patient outcome of the adverse event was improved. No ablation was performed prior to noting the pericardial effusion. It occurred during the mapping phase. The catheters could not be inserted into the sheath through the hemostatic valve. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brimcap / hub was not detached from the sheath. No air entered the patient's body. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 16-jul-2024. The patient fully recovered. The patient has been discharged from the hospital. The discharged date was unknown. Transseptal puncture was not performed.